Event description:
It was initially reported on an implant card received from the physician that the patient had a prophylactic generator replacement and an increase in seizures, unknown if above or below baseline. Good faith attempts to gain more information and product return have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.